Event description:
The device data was reviewed by technical services. It was thought the issue was due the qrs morphology change during the arrhythmia and rhythm identification (rid0 changed from correlated to uncorrelated. Technical services provided information that programming is difficult without atrial information. If the qrs morphology does not match the rid template correlation, the unknown rhythm will be classified as uncorrelated and therapy will be delivered. The device has been reprogrammed, remains implanted and in service. No further patient symptoms were reported.

Event description:
Boston scientific received information that the patient with this defibrillator experienced inappropriate shocks and presented to the hospital for evaluation. It was thought this was due to atrial fibrillation. The patient with this device was transported to another facility. No further atrial fibrillation was noted. The device memory was reviewed and a save to disk was provided to technical services. It was thought the inappropriate shocks were due to supraventricular tachycardia and recognized as antitachycardia pacing. Shocks were delivered until therapy was exhausted. There was no allegation of a device malfunction as it functioned as designed. This device was reprogrammed and the patient remains hospitalized for monitoring. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this device was reprogrammed and remains in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.